Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 250 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. This was observed post compounding, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between january 17-18, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.